Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval of an unrelated complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. During eval the force sensor was found to be out of calibration.

Event description:
During investigation, the pump did not recognize the cartridge during the load cartridge phase; the pump emitted a no cartridge detected warning.